Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod6 coil pusher assembly. The pusher assembly was kinked approximately 1.5 and 101.5 cm from the proximal end. The pusher assembly was fractured approximately 103.5 cm from the proximal end. The introducer sheath was ovalized approximately 9.0 cm from the distal tip. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the first returned pod6 revealed a kinked and fractured pusher assembly. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. If the kinked device is then forcefully withdrawn, the device may become fractured. Fracture of the pusher assembly may allow the pull wire to be retracted out of the ddt, which will result in the embolization coil detaching from its pusher assembly. Further evaluation of the pod6 revealed that the introducer sheath was ovalized. This damage was likely incidental and may have occurred while packaging the device for return. The embolization coil was not returned for evaluation. Therefore, the root cause of the mentioned resistance felt in the complaint description could not be determined. Evaluation of the returned second pod6 revealed that the introducer sheath friction lock was distal to the mid-joint on the pusher assembly. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pod6 mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced during the advancement of the pod6. The od of the embolization coil was measured and found to be within specification. Evaluation of the px slim and the non-penumbra device revealed no damage. A 0.025¿ stainless steel mandrel was introduced through the hub of the px slim and advanced out of the distal tip without an issue. The px slim was introduced through the hub of the non-penumbra device and advanced distally out of the distal tip without an issue. Therefore, the px slim was deemed functional. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00244.

Event description:
The patient was undergoing a coil embolization procedure in the right hepatic artery using pod6 coils. During the procedure, the physician placed another manufacturer¿s catheter into the target vessel and then advanced a px slim delivery microcatheter (px slim) through it. While advancing a pod6 coil through the px slim, the physician experienced strong resistance when the coil was about five centimeters from the end of the px slim. The physician then retracted the pod6 coil and attempted to re-advance it through the px slim; however, resistance was encountered again and the pod6 coil would not advance out of the px slim. Therefore, the pod6 coil was removed and a new pod6 coil was opened to continue the procedure. While attempting to advance the new pod6 coil through the px slim, the physician encountered resistance and was unable to advance the coil out of the px slim. Therefore, the pod6 coil was removed and the procedure was completed using additional coils and the same px slim. There was no report of an adverse effect to the patient.